Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during initial drain in peritoneal dialysis. The home patient was connected at the time of the alarm. The care giver did not check the patient line before connecting the home patient to the patient line. The technical service representative instructed the care giver to cycle the power to clear the alarm. The technical service representative instructed the care giver to start therapy over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, not priming prior to connecting the patient line is a known cause of the reported event. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.